Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2021-00336.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral vein (sfv) using a rotating hemostasis valve (rhv) packaged with an indigo system aspiration catheter 12 (cat12) and an indigo system separator 12 (sep12). During the procedure, after the rhv was opened and closed numerous times, the rhv valve cap fell off while attempting to insert the sep12. It was reported that the rhv could not be re-sealed; therefore, the rhv was no longer used. The procedure was completed using a new rhv, the same cat12 and the same sep12. There was no report of an adverse effect to the patient.